Event description:
Hospital advised that the instrument was set up to infuse dobutamine at a rate of 15 ml/hr. Nurse detected patient's blood pressure was low, and decided to increase the rate. At this time she observed the pump was operating in keep vein open, however she heard no audio alarm alerting her to this fact. She then reset the pump. There was no patient consequence.